Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6 and h11. The device was returned, and the evaluation did confirm the customer's reported event. Based on the results of the investigation, olympus confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No new information has been provided by the customer.

Event description:
A scope communication error, code e216, was reported on the deflectable videoscope during a therapeutic laparoscopic appendectomy. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.